Event description:
Our ref: 2004 1118-4-1 according to county hosp hereford, a sims graseby syringe driver model ms16a serial number 13636 - pt found to be very drowsy and not able to keep awake. Sweating. Had commenced s/c diamorphine pump at 23.30 hours 2004, set at 0.2mm/hr. Pump 48mm at start. 08.30 hours next day 11mm left in pump. Dr informed. Observations & ECG performed.

Manufacturer narrative:
Eval summary: device was found to be functioning correctly, apart from cam switch misalignment, which did not greatly affect the operation of the device. As a result of a finding during a recent inspection, (FDA form FDA, fei 3002088009) the co commited to review all complaints from the last 24 months to identify any that might be considered reportable which have not been reported. That review has been completed and the following medwatch forms represent all such late reports.